Manufacturer narrative:
Other # field is populated with the di number. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. The ipg was noted to be close to the skin, and there was a small opening at the site with some redness and swelling. The physician believed that the small opening was the source of infection and not because of the device or implant procedure. No medication was provided. Upon follow up, the site had healed on its own. No further course of action will be taken.